Event description:
It was reported that the right ventricular (rv) lead thresholds were higher in bipolar. It was also noted that there was a smaller r-wave measurement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)